Event description:
It was reported that the patient presented for an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. It was noted the vlp could not be interrogated even after switching programmers and other troubleshooting attempts. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.